Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber due to a completely closed gland at 4,627 joules. Also, it was reported that the prostate was protruding into the bladder and the physician attempted to open the channel. The fiber was not cleaned during the procedure. The device was not returned for evaluation.